Event description:
A purchasing manager reported that an intraocular lens (iol) was exchanged for a monofocal lens due to the pt experienced poor near vision. In a follow-up, the ophthalmic assistant reported that in the surgeon's opinion, it is unk if the iol caused/contributed to the event. She reported the event continues, the pt is still in the postoperative period and will need a prescription for glasses. It was also reported that, after the initial implant and before the lens exchange, a corneal specialist performed an anterior keratectomy for the pt's pre-existing condition of map dot dystrophy.

Manufacturer narrative:
Evaluation summary: lens was returned with solution present. Optic was torn/cut from the edge through the center area and toward the opposite edge. Anterior and posterior surfaces have additional split/cracks. Optic edge is broken/torn. Results from the product history record review indicated the product met release criteria. Lens bench test was attempted on the damaged lens. Focal length readings indicate that the lens is within the range for a 19.0 diopter lens. The root cause of the complaint cannot be determined from the product investigation. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Additional info was requested on 03/23/2012 and 03/29/2012 by phone, fax, and mail. A completed questionnaire was received on 04/11/2012. (B)(4).